Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Art measurements (auditory nerve response telemetry) show abnormal results. The user is refusing to wear the audio processor. R_d and clinical support have suggested re-implantation.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. Updated investigation findings from c20 to c02.

Event description:
The recipient has refused to wear the audio processor permanently in (B)(6) 2022. Reimplantation has been suggested; however, no date for surgery has been received, despite requested.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient has refused to wear the audio processor permanently in (B)(6)2022. Reimplantation has been suggested; however, no date for surgery has been received, despite requested.